Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected pump thrombus could not be confirmed through the evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6). Additionally, a direct correlation between (B)(6) and the reported events of hemolysis and shortness of breath could not be conclusively established through this evaluation. Review of the submitted log files confirmed the reported power elevations; however, the reported low flow alarm could not be confirmed. A specific cause for these events could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the driveline cut approximately 2" from the pump housing. An additional segment of the driveline measuring approximately 9.5" was also returned. The distal end with the controller connector was not returned. The inflow conduit (inlet tube, inflow conduit flex section, and inlet elbow) was not returned. The outflow elbow was returned attached to the pump¿s outlet port. The outflow graft, outflow graft bend relief, and bend relief collar were not returned. Upon disassembly of (B)(6), examination of the pump's blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The heartmate ii lvas IFU, rev. C, lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The patient care and management section provides information on anticoagulation, including recommended international normalized ratio (inr) values. This section also outlines indications of pump thrombosis, as well as how to respond to such events. The system monitor section also states that if the flow estimate falls outside the expected operational range or acceptable linear region, the pump flow box displays "+++" or "- - -" in order to prevent the display of inaccurate flow information. Section 1 "introduction" provides an explanation of pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions such as hypertension. Section 4 also provides information on reviewing the event history on the system monitor. Section 6 "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate ii lvas patient handbook, rev. C : section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log files were submitted for concerning lactate dehydrogenase (ldh). The patient experienced dyspnea and dark urine. The patient received heparin, persantine, coumadin (warfarin), and aspirin. Integrillin (eptifibatide) was being considered. On (B)(6) 2023, the patient had transient elevated pump power and flow. A review of log files revealed transient elevation in pump power and flow throughout the 30 day length of the file. The log display power elevations of (7.1w - 7.4w) & flow elevations (6.6 lpm - 7.1 lpm). The patient was transferred to the intensive care unit at a different facility, where it was believed the patient had a pump thrombus and was placed on extracorporeal membrane oxygenation (ECMO). The pump was exchanged on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: pump thrombus could not be confirmed through this evaluation as no product was returned and no images were provided for review. Additionally, a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events of hemolysis and shortness of breath could not be conclusively established through this evaluation. Review of the submitted log files confirmed the reported of power elevations; however, the reported low flow alarm could not be confirmed. A specific cause for these events could not be conclusively determined through this evaluation. The submitted log files contained overlapping events from (B)(6) 2023 through (B)(6) 2023, per the timestamps. Transient power elevations were captured between (B)(6) 2023 and (B)(6) 2023. Additionally, several flow estimator low events were captured on (B)(6) 2023 during pi events. These events occur when the flow estimate falls outside the expected operational range in order to prevent the display of inaccurate flow information. No other notable events or alarms were captured. The pump appeared to function as intended and operated at or above the low-speed limit for the duration of the files. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) (rev. C) lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The patient care and management section provides information on anticoagulation, including recommended international normalized ratio (inr) values. This section also outlines indications of pump thrombosis, as well as how to respond to such events. The system monitor section also states that if the flow estimate falls outside the expected operational range or acceptable linear region, the pump flow box displays "+++" or "- - -" in order to prevent the display of inaccurate flow information. Section 1 "introduction" provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions such as hypertension. Section 4 also provides information on reviewing the event history on the system monitor. Section 6 "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate ii lvas patient handbook: section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.